Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 5 of 6. The home patient (hp) was connected at the time of the alarm. The home patient (hp) had disconnected and removed the cassette before he called the technical service center. There was nothing unusual found by the technical service representative (tsr) during the troubleshooting that could have caused or contributed to the reported alarm. The hp stated that they would start a new therapy later that day. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.